Manufacturer narrative:
Na

Event description:
It was reported that the ventilator had a reset alarm (ln vent1). Inspection by the distributor was not able to duplicate the reported problem. It is unk if the ventilator was connected to a pt when the reported problem occurred.